Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop had difficulty cutting through the target polyp while cold snaring and it was noted that bleeding occurred. There was no reported intervention required to treat the bleeding and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.